Event description:
It was reported that the user dropped the ilet while reconnecting after a shower, causing the connector to break with the cartridge remaining lodged in the device; attempts to rewind, tap the device, and use pliers were unsuccessful until the user rotated the remaining connector counterclockwise and removed the cartridge. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 148 mg/dl. Outcomes included no medical intervention and continued ability to change supplies independently. Investigation included remote visual review of photos and guided troubleshooting by support. Investigation of this case revealed a device component issue involving a damaged connector and a temporarily stuck cartridge that was resolved through user manipulation as directed. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage during a drop leading to mechanical obstruction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.